Manufacturer narrative:
The insulin pump had an intermittent up button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case at display window corners, broken battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had an issue where the buttons on the insulin pump were not working. Customer was not able to troubleshoot. Insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.